Event description:
The customer contact reported the clave port remained in the open position; subsequently blood loss was noted. The tubing set was attached to the patient's peripheral intravenous line access and was to being used to deliver an unspecified medication. The customer contact indicated that an unspecified syringe was used to access the clave port on the tubing set. It was reported that upon removal of the syringe, the silicone sleeve of the clave port remained depressed. An unspecified volume of blood loss was noted. The customer contact stated an unspecified second clave was attached to the clave port to stop the leak. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.